Event description:
The customer observed falsely elevated parathyroid hormone results for one patient while using the architect intact pth assay. The customer provided the following results: architect intact pth: (customer provided range 5-68 pg/ml). (B)(6) 2012: initial 1: 155 pg/ml, retest: 124 pg/ml, re-retest 173 pg/ml. The patient was tested at another laboratory and generated the following result: 68 pg/ml (range 7-82 pg/ml) - method not provided. No patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, accuracy testing, specificity testing, release testing data review, a literature review, and a review of labeling. A trend review identified atypical complaint activity for lot number 00111e000. To further investigate the issue accuracy testing was completed to evaluate the assay performance. The testing passed. Specificity testing was performed using a return specimen. The testing did not meet acceptance criteria indicating the possibility of an interfering substance in the patient sample. A review of release testing which included the trending of human serum/plasma panels, tested as part of product release testing, demonstrate the assay has not shifted over this period of time. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a (B)(6) bias, the correlation between all six of the assays was good. Labeling was reviewed and found to be adequate. Based on the results of this investigation, the architect ipth assay is performing as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).